Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was up to 600 mg/dl. The customer treated with an injection. The customer stated that the cannula was bent. The site location is the right back hip. The customer was advised that the no delivery was caused by a bent cannula. The customer was advised to change the infusion set.